Manufacturer narrative:
Unknown. One device was received for evaluation. Visual inspection found a scratched lcd lens, worn dso seal, and a worn uso seal. Ther was no evidence in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the inoperable front and rear speakers was the root cause. The front and rear piezo was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device has no noise and a bad speaker. The product fault occurred during testing. There was no patient involvement.